Event description:
According to the reporter, during servicing, the device was unable to charge. Another device was used to resolve the issue. The involve charger was still able to work with other handles. There was no patient involvement. Medtronic's initial evaluation of the incident device found both battery cells were vented.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. It was reported that the power pack was not adequately charged. The reported issue was confirmed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. If information is provided in the future, a supplemental report will be issued.